Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately low. The results was 90 mg/dl compared to a calibrated lab result of 225 mg/dl within 21-30 minutes. (Does not meet lifescan criteria for accuracy) no medical attention received or action taken by the pt following use of the meter. The customer care rep performed troubleshooting; no control solution. The pt also stated there were segments missing on the display, therefore there is indication the product malfunctioned. The meter was replaced and returned expected.